Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2016. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the jaw melted and fragments fell off and into the patient's cavity. The fragments were suctioned out with no issues. Monopolar was set at 35w and activations were 2-3 seconds long. There was no injury to the patient.

Manufacturer narrative:
(B)(4). One used lf5544 ligasure device was received, and examination of the sample could not confirm the reported issue of detached pieces. Visual inspection found the blue jaw insulation was slightly melted, but no bare metal or voids were found. From the condition of the melted jaws, it could not be confirmed if any of the blue insulation was missing. Eschar had also built up on the jaws. Nothing known in the manufacturing process has been found to cause or contribute to the jaw insulation melting. A review of the device history records for this lot also found no potentially contributing factors, and that it was released upon meeting all quality specifications. The melted insulation is attributed to misuse by the customer, where inadequate cleaning of the jaws likely contributed to energy flow issues. The IFU included with this product states: keep the electrode clean and free of all debris. This will reduce the need for additional energy, decrease thermal spread, and minimize increases in jaw temperature that may damage jaw insulation. Do not activate the monopolar tip while grasping tissue in the jaws. Doing so will result in unintended burns and may result in the jaws retaining excessive heat which may damage jaw insulation.